Event description:
A malfunction was reported on the pump following the customer's exposure to a full body scanner. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support planned to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.